Manufacturer narrative:
The customer requested assistance extracting logs from the pic for the timeframe (B)(6)2023 during which a patient passed away. There was no specific product malfunction allegation made against the pic. The remote clinical support (rcs) explained to the customer that the patient data is stored for up to seven days on the system during the patient stay and until their discharge from the hospital, hence the patient's history would have been purged at this time. The field engineer (fse) retrieved the unit clinical audit logs, picix logs and bedside configuration. Fse worked with hospital biomed to test bedside alarms. The results verified ECG and sp02 alarms working at pic ix and bedside. The cause of the reported problem could not be confirmed. No further action is needed at this time. The unit is functioning correctly and as expected.

Event description:
Customer reported a patient death. It is unknown if there was a product malfunction that contributed to the patient death. Customer requested assistance gathering the clinical logs related to the patient death. The device was in use on a patient. There was a report of patient harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Customer reported a patient death. It is unknown if there was a product malfunction that contributed to the patient death. Customer was unable to retrieve log data to investigate the patient death and requested assistance gathering the logs. The device was in use on a patient. There was a report of patient harm.